Event description:
Consumer reported complaint for erratic, low and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 79 and 244 mg/dl. The customer¿s expected am fasting blood glucose test result range is 121-134 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that earlier that morning he had obtained the result of 79 mg/dl fasting; he had been disorientated at the time and his wife had called 911. When the paramedics had arrived they had performed a blood test using their device and the result had been 41mg/dl fasting. Time between the two tests was not disclosed. The diagnosis was hypoglycemia and customer was given glucose tablets and orange juice. Customer was advised to follow-up with his physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/26/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Getting low blood readings then the meter reading high blood results no diabetic symptoms now but earlier this am his blood glucose was running 79mg/dl the wife ended up calling 911 since the customer was off the bed the was not sure what he was doing, he is feeling fine right now was given glucose tablets and orange juice. Will replace meter strips and send control overnight per (B)(4).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 28-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.